Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported : the tubing was primed with acetaminophen to administer to a pt. Upon inspecting the tubing, the rn denoted small drips of medication coming from the cassette rather than the distal end of the tubing. It appeared to have a crack in the cassette, as the medication would not have been dripping from there otherwise. The crack was not visible. The rn who had primed the tubing did not flick or tap the cassette when priming the tubing to remove or push through any bubbles. Patient injury/adverse reaction : no. Medical intervention required : no. Stopped active infusion : yes. Occurred : during infusion. Drug used : tylenol. Incident type : leak. Action taken : new set and fluids. A preliminary review of the logs identified the following issue: administration set breaks (any part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root causes of the leak from the cassette could be related to 1). Misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump, 2). An incorrect and poor sealing of the cassette in the welder machine causing the reported leakage, 3) .over-insertion of the secondary port which caused a crack at the cassette, 4). Cassette seal not assembled correctly causing a leak in the flow dial. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa25a20015 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.